Event description:
Updated information: no patient harm.

Manufacturer narrative:
Updated information: no patient harm. Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. No failure of the device was detected during investigation of the case. All screws with a diameter of 7.5 or larger are made up of two parts (body and head). These two parts are screwed together. After the assembly of the two parts, a small cavity remains between the threaded pin of the upper part and the blind hole of the lower part. This is designed in this way and does not represent a product deviation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results no failure was detected. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sy144ts - ennovate polyax.screw 7.5x45mm solid. According to the complaint description, the 2 screws in sacrum appeared to be broken on postoperative x-ray results. There was permanent impairment. The patient was doing well. X-rays will be taken again in two weeks. A revision was not yet planned. The adverse event is filed under (B)(4) reference (B)(4).